Event description:
Boston scientific received information that this device had a battery voltage of 2.73v and an extended charge time of 19.2 seconds. The caller expressed concern that the device had reached elective replacement indicator (eri). No adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted due to battery depletion. No adverse patient effects other than the procedure were reported.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The device is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.